Manufacturer narrative:
According to info from the account, a needle hole was found in the drain tube, indicating that the drain tube had been stitched into the pt. The device was discarded and will not be returned for investigation.

Event description:
It was reported that the wound drain could not be pulled out of the pt. An incision was made to remove the drain.